Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range shock impedance measurements via the remote home monitoring equipment. Intervention noted that the lead was fractured. The lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.